Manufacturer narrative:
The soft cannula was observed to be torn and measured below the specification. The timing and cause of this damage is unknown. Fluid was unable to pass through the entire fluid path and out the distal tip due to the torn cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 420 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient replaced the pod.